Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent and unspecified spinal procedure. It was reported that that there was difficulty engaging the set screws and the extender popped off during the case. No patient complications were reported.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Manual functional evaluation with returned inner sleeves, utilizing both returned extenders and a sample mas was unable to dislodge implant. Dimensional inspection of the tip-to-tip dimension found the instrument to be within print specification. The instruments appear to be capable of performing their intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.